Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for the 18in. (46cm) a.t.s. Cylindrical cuff - sp, sb, part number 60760000300, review could not be performed as a lot number was not provided for the reported event. Note: complaint history search was performed on all disposable and reusable cuffs as this failure mode could occur with any cuff. Further action not required as the lot number was unknown for this issue. On (B)(6) 2019, it was reported from (B)(6) that a 18in. (46cm) a.t.s. Cylindrical cuff - sp, sb had a leak. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. H3 other text: not returned by customer.

Event description:
It was reported that during testing, before initial use of the device, a leak was detected. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The customer has indicated that the device will be returned for evaluation and investigation is in process. Once the investigation is completed a supplemental report will be filed accordingly.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer has indicated that the device will be returned for evaluation and investigation is in process. Once the investigation is completed a supplemental report will be filed accordingly.

Event description:
It was reported that the product has been tested by the customer before releasing it. A leak has been detected. No adverse events have been reported as a result of this malfunction. No additional information available at this time.